Event description:
The patient contacted the doctor who manages their lns. The date was sometime last fall. The tech was unable to figure out what was going on. The doctor wrote a letter to united health care indicating the plethora of problems the patient has had with this unit but uhc has not authorized a replacement. This is not a once in a while thing with the patient's unit, it has been ongoing from the very beginning, and never been resolved. The controller frequently cannot locate the charger, even when it is sitting right on top of it, and, when it does, it cannot find the implanted device. It took the patient over a week to recharge the unit before they went on vacation to get everything to sync with each other. The patient had an emergency situation like last year, where urgent care sent them to have an MRI but they could not get the unit to work. When the patient has have called, they help people and have gotten advice like "try laying down" or try leaning over the counter. This has not been helpful in the least. The patient recently received a new controller because the old one was no longer working. When the patient did get it to connect, they wore the unit for at least an hour and it never showed a charge above 30%. However, when the patient took it off and checked it, it showed it had gone up to 80% but had not registered on the controller. It seems there is just always something that is not working the way it should be.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024, n/a (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient stated they were on day 3 of trying to recharge the battery which is pretty standard. The patient stated that in the past, they've had problems getting the recharger to locate thedevice even though it's placed directly over it. The patient stated they recently had consistent problems getting the system to recognize the recharger. The communicator doesn't work at all. Patient had recently had to go to the ER and they wanted to do an mr, but kept getting the response to try again as communicator was mia, and was never able to get the MRI. The patient added they met with manufacturing rep a few months ago and agreed that something was wrong. Rep was able to get the communicator to work , but patient wasn't sure what they did to make that happen and it has not happened since.